Manufacturer narrative:
Concomitant product: manifold, therapy date: (B)(6) 2016. The customers report of component breakage was confirmed. Visual inspection of the set noted the collar (cavity 520ø) on the male luer to be cracked which ran across the top of one side of the collar wall and along the side of the collar. The observed damage looked to be similar to the customer provided photo. The cracks were located between the injection gate of the collar and opposite the injection gate of the collar. No tool markings or any obvious damages were observed on the male luer. Functional and pressure testing was performed; no issues were observed. The probable cause of the customers report of component breakage may be due to excessive pressure being applied on the set's male luer collar either during connection or disconnection of the component.

Event description:
The customer reported infusions of remifentanil, propofol and nss was noted to have air in the tubing. An infusion of cleviprex was also connected to a manifold but not infusing. All infusions were stopped to tighten connections and troubleshoot the air in the tubing. When the manifold was removed a cracked male luer spin collar was noted on the set containing cleviprex. There was no patient harm.